Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up, the patient¿s rv probe was observed to be dislocated and repositioning of the lead was unsuccessful as the screw fixation was not operating. A new lead was implanted. The patient condition is stable.